Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing high/low glucose alarms. Attempted to replicate the user¿s complaint using samsung galaxy note 8 (android 9, 2.8.4.9335) and successfully receive high/low glucose alarm and the system functioned as intended. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue with the adc device was reported, in use with a xiaomi redmi note 8t phone (android operating system 9). The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced sleepiness, sweating, dizziness, and seizure. The customer was unable to self-treat and was given oral sugar for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue with the adc device was reported, in use with a xiaomi redmi note 8t phone (android operating system 9). The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced sleepiness, sweating, dizziness, and seizure. The customer was unable to self-treat and was given oral sugar for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.